Event description:
It was reported that the device's atrial lead alert was activated on the same day as the implant, and oversensing was present in the unipolar configuration. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.